Event description:
It was reported by the patient that they experienced a post-operative pulsing sensation in their stomach. It was explained to the patient that this might occur when the lead is placed near certain areas. Programming adjustments were made and the sensation disappeared for several days but recurred. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-58 lead implanted (B)(6) 2015; 5076-52 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.